Event description:
Hcp reports a catheter revision was done in 2001 because the catheter tip was "plugged" due to the formation of a granuloma. Following the catheter revision the pt became oversedated and was hospitalized. The hcp attributes this to the fact that the pump was set at the previous rate (of which the pt was not fully receiving due to the blockage caused from the granuloma. A follow up report will be sent when additional info is received.